Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative and informed the ordering physician. (B)(4): the investigation identified a potential false negative in the rca. This was due to analyst error; after the initial analysis was delivered, a second analysis during a quality review resulted in a decrease in the distal ffrct value from 0.89 to 0.71 on the rca. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient. No additional follow-up to this MDR is expected.

Event description:
Heartflow identified a potential false negative result.

Manufacturer narrative:
Heartflow was able to confirm with the ordering physician that the reassessment of the analysis would not have affected their diagnosis or treatment decisions and did not result in an adverse event for this patient. The physician confirmed the heartflow ffrct will not be used for clinical decision making.